Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data were inspected. During the inspection the clinical observation could be confirmed, the eri battery status was initially activated on (B)(6) 2022. Further analysis revealed an unexpected device behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
Device is at eri indication with unexpected battery behavior. No adverse patient events were reported. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was displayed on the programmer indicating invalid memory content. This observation was confirmed by an analysis of the memory content, several internal device resets were documented. The eri battery status was initially activated on (B)(6) 2022, as a result of the occurrence of recurrent internal device resets. The ability of the device to deliver therapies was verified. The pacemaker operated in the safety backup mode. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the pacemaker will activate the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Next, the pacemaker was re-initialized and subsequently the memory content of the device was reviewed. Thereby, recurrent internal device resets were found. Thus, the device was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be sufficiently charged. Subsequent thorough investigations revealed a damaged integrated circuit on the electronic module which led to the clinical observation. In summary, the clinical observation was confirmed. Thorough analysis of the returned pacemaker revealed a damage of an integrated circuit which led to the clinical observation. However, the therapy capability was not compromised while implanted and in service.